Event description:
On (B)(6) 2012 additional information was received when it was reported that the patient's vns device has stopped working and the patient was scheduled for revision surgery. It was noted that the patient's impedance was high with a valued of 9000 ohms. Surgery occurred on (B)(6) 2012 and the explanted lead and generator were returned to the manufacturer on (B)(6) 2013 for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
Lead product analysis was approved on (B)(6) 2013. A break was identified in the positive coil. A cut opening in the silicone tubing was noted at break location. The exact point in time of when this occurred is unknown. Scanning electron microscopy images of the positive coil show that pitting or electro-etching conditions have occurred at the suspected broken ends. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion. Generator product analysis showed that the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
On (B)(6) 2012 it was reported that on (B)(6) 2012 high impedance was observed during diagnostics; impedance value 10000ohms/output=low/lead impedance=high/output delivered=0.25ma. It was reported that the patient is on standard cycling and has been so since march 2010. The patient is almost seizure free and the family has not wanted to make any adjustments to the patient's settings. The patient was suggested to have x-rays taken to make sure that the wire is still connected and not twisted. The patient is not worse and neither the patient nor the patient's parents want to do anything about the high impedance at the moment since he does not seem to be having any adverse effects. The patient didn't report any pain or distress at all. Later on (B)(6) 2012 it was reported that the patient's settings were output=2ma but only 0.5ma was being delivered due to the high impedance. The impedance at that time was noted to be 9000ohms. The patient was having an increase in seizures, below pre-vns baseline levels.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.